Event description:
It was reported this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement and the patient was subsequently hospitalized. The physician suspected a rv lead dislodgment and conductor fracture as the causes of the impedance rise. A surgical revision was performed. When the physician opened the pocket and assessed the connection of the rv lead and device, the physician found a screw was not tight enough and there were no observable issues with the rv lead. The connection was re-established correctly and both products were left implanted and in-service. There were no additional adverse patient effects reported.

Manufacturer narrative:
The report is being filed to correct the product information: no evidence of rv lead involvement with the out-of-range impedance measurements as surgical intervention confirmed the impedance rise was due to a device setscrew connection issue. The physician tightened the screw to resolve the event and both products remain in-service.

Event description:
It was reported this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement and the patient was subsequently hospitalized. The physician suspected a rv lead dislodgment and conductor fracture as the causes of the impedance rise. The rv lead is currently pending an explant procedure to resolve the event. At this time, the rv lead remains implanted and in service and no additional adverse consequences were reported..